Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen went black. User unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to reboot or power on and abruptly black-screened. A field service engineer found that the power cable not fully seated and was reseated successfully. The system rebooted without issue. Matrix drawer 6 had failed and required recovery, which was completed successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.